Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged when the patient performed manual labor and the lead was unable to deliver synchronized treatment. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.